Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up with a device that had an alert for high hv lead impedance. The device was interrogated and all measurements were in range. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.